Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a pentaray nav and the saline solution would not irrigate from the saline solution lumen of the pentaray catheter. The timing was unknown. Two hours have passed from the catheter connection. It was found when the catheter was removed from the patient¿s body. The issue was resolved by replacing the catheter. The procedure was completed without patient consequence. Additional information received indicated that an irrigation pump was not used.

Manufacturer narrative:
It was reported that a patient underwent a cardiac ablation procedure with a pentaray nav and the saline solution would not irrigate from the saline solution lumen of the pentaray catheter. The timing was unknown. Two hours have passed from the catheter connection. It was found when the catheter was removed from the patient¿s body. The issue was resolved by replacing the catheter. The procedure was completed without patient consequence. Additional information received indicated that an irrigation pump was not used. Device investigation details: the device was returned to johnson & johnson medtech (j&j) for evaluation. A visual inspection and irrigation test of the returned device were performed following j&j procedures. Visual analysis revealed no damage or anomalies on the device. An irrigation test was performed, and the device was completely occluded. For this reason, a guidewire was used to locate the occlusion area, and it was found in the tip area. Further investigation revealed that the irrigation tube was bent. A manufacturing record evaluation was performed for the finished device 31090248l number, and no internal actions related to the reported complaint condition were identified. The bent condition in the irrigation tube could be related to the irrigation issues; therefore, the customer complaint was confirmed. The potential cause of the bent condition observed in the irrigation tube could not be determined. The catheter instructions for use (IFU) contain the following recommendations: flush the catheter with heparinized saline prior to insertion into the body. Always follow standard practices of using a continuous drip of anticoagulant fluid under pressure through the proximal luer connector when the device is in the body. As part of the johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).